Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During total laparoscopic hysterectomy while closing vaginal cuff, the needle fell into the patient cavity and was retrieved as connected to suture. No injury to the patient. Patient status: alive; no injury.

Manufacturer narrative:
Product analysis: two indistinguishable endo stich suturing devices were returned in the same package. Post market vigilance (pmv) received two devices opened by the account without packaging in an undamaged condition. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed in both devices. No shearing of the toggle switches was observed for the devices under microscopic inspection. Device two had biological residue in left jaw that was displace during loading and toggling of needle during testing. Pmv performed functional testing on the devices. Devices were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in any of the devices. Difficulty was experienced in toggling the needle in device two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.